Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During follow-up, the device was found in back-up mode. The device was explanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported field event of hardware backup mode was confirmed. The device was received in hardware backup mode. The device image file was obtained from the device; however, the data was corrupt and no cause of backup operation could be determined. Ate and environmental testing was performed, and the device¿s electronics were normal. The hardware backup mode was unable to be reproduced. The cause of the hardware backup mode remains undetermined.